Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient passed away. It was suspected that the patient passed away due to natural causes; however, a healthcare provider has not confirmed the cause of death. No additional information was available.